Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An talent stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. The current aneurysm diameter measured 57mm. The proximal diameter at the lcca measured 31mm and 28mm in length. The patient was noted to have a bovine arch. It was reported on an unknown date approximately 6 years post the index procedure, migration and a type ia endoleak was identified. Intervention where a valiant extension was placed proximally and distally and a total of 15 endoanchors were implanted (8 proximally and 7 distally from the endograft to aortic neck) was performed. Percutaneous embolization of left subclavian artery was also performed. Per the investigator the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Additional information received reported that there was no migration, only aneurysm sac expansion and a type ia endoleak which was observed approximately 6 years 9 months post implant. No additional clinical sequelae were reported. If information is provided in the future, a supplemental report will be issued.